Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to emergency room due to proximal ventricular tachycardia and chronic systolic heart failure. Upon performing fluoroscopy, it was observed that the right ventricular lead exhibited lack of slack. During repositioning procedure, the helix failed to extend back out. The lead was explanted and replaced. The patient was in stable condition and no consequences were reported.